Event description:
It was reported that the patient was admitted into the hospital due to status epilepticus and increased seizures. The patient's mother claims that the device has not been working since (B)(6) 2025 and the patient used to have 5-6 seizures a day and is now experiencing 10-15 a day which started in the past week. Upon being admitted the patient's medication was increased.no known surgical intervention has occurred to date.no other relevant information has been received to date.